Event description:
Description of event: according to the reporter, during a procedure, when the surgeon used the device, an audible click was heard, and it was immediately removed from the trocar, and the device sprang apart. Another device was used to resolve the issue. There was no patient injury. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".